Event description:
It was reported the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.

Event description:
It was reported the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility,